Manufacturer narrative:
Initial investigation could not conclude if the pt injury resulted from user error. Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
Cna assisted pt to use a commode with the encore lift. Pt was unsteady to ambulate, but had enough strength in legs to stand. Cna was using belt to secure pt and then pt wanted to sit so the caregivers tried to push his buttocks back so he could not sit. Pt then slid out of the belt and fell to the floor. Pt hit the back of his head on the floor. Small bleeding was noted. Doctor was notified and came post fall to assess.